Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with grade 4 mixed mitral regurgitation (mr) and anterior leaflet prolapse for a mitraclip procedure. During device preparation of the steerable guide catheter (sgc) dilator, the 3-way stopcock was connected to the flush port to de-air the device. Resistance was felt and the dilator could not be flushed. To troubleshoot, the distal part of a stiff guidewire was inserted into the distal part of the dilator and advanced. It could not be advanced through the dilator and rotating hemostatic valve (rhv). There was a suspected blockage at the transition point of the white dilator and transparent rhv. The guide wire was then inserted through the rhv and into the dilator and could not be advanced. The sgc was replaced and a mitraclip was implanted. The mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the reported difficulty to flush the dilator appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that the patient presented with grade 4 mixed mitral regurgitation (mr) and anterior leaflet prolapse for a mitraclip procedure. During device preparation of the steerable guide catheter (sgc) dilator, the 3-way stopcock was connected to the flush port to de-air the device. Resistance was felt and the dilator could not be flushed. To troubleshoot, the distal part of a stiff guidewire was inserted into the distal part of the dilator and advanced. It could not be advanced through the dilator and rotating hemostatic valve (rhv). There was a suspected blockage at the transition point of the white dilator and transparent rhv. The guide wire was then inserted through the rhv and into the dilator and could not be advanced. The sgc was replaced and a mitraclip was implanted. The mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delay.